Manufacturer narrative:
The insulin pump was received with a stripped battery cap at the coin slot area, cracked battery tube threads, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer's mother reported that they were unable to remove the battery cap on the insulin pump. Customer stated that the top part was stripped. Customer's blood glucose reading at the time of the call was 374 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.